Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section d4 with the updated lot number and expiration date, to provide the sample receipt date in section d9, and to provide the completed investigation results. One used 6fr angio-seal vip was returned for product evaluation. The carrier tube was returned along with locator and sheath assembly and header bag. No other accessory components were returned. Visual inspection revealed that the anchor was partially exposed at the distal tip and the collagen appeared slightly swollen. The bypass tube was located over the anchor but appeared to have moved from manufactured position. A kink was noted on the carrier tube assembly at the manufactured slit. The deployment sleeve of the device was in a forwarding lock position. No visual anomalies were noted with the locator and sheath. Based on the return device, the complaint could be confirmed for the kinked carrier tube. Forceful or off axis removal of the carrier tube while pulling it from the pouch, without completely opening the pouch, may result in damage as seen on the returned device. Since the polyfoil pouch was not returned for evaluation, exact cause of the kink cannot be determined at this point. Swollen collagen could be a result of the longer exposure to moisture. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Implanted date - device not implanted. Explanted date - device not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a percutaneous coronary intervention procedure, the operator found the angio-seal device kinked at the shaft near the collagen. The patient was reported to be in stable condition. The procedure was completed using another angio-seal device. There were no other devices or equipment used with the reported product. On (B)(6) 2020 a 6fr procedural sheath was used. The user noted the kink when preparing the device, before entering the patient's body.